Event description:
Report received of an under-delivery. The customer indicated that the event was due to an operator error in loading the tubing set into the device. The pump was programmed at an unspecified time in the morning, to deliver an unspecified concentration of zyvox in a 300ml bag, at a rate of 300ml/hr. After approx 45 minutes, it was noted that the display indicated that 270ml had infused, but it appeared as though only 40ml infused, with 260ml remaining in the IV bag. There was no reported audible alarm. The home health nurse was contacted, and the IV tubing set and the pt's PICC line were checked and found to be patent with no occlusions. During the troubleshooting process, the same tubing set was reloaded into the device, and therapy was resumed without further incident. There was no reported adverse pt effects. Though requested, no further info was available.